Event description:
Pts daughter reports crono pump buttons aren't working properly. Daughter was at work and could not provide sn at the time. She will provide within the next few days. No other information available. Reported to (B)(6) by: patient/caregiver. Reason for use: pah.